Event description:
According to the literature, a retrospective study including six cases of liver resection for cancer related diagnoses using a combined approach of retroperitoneoscopy and laparoscopy (named retlap liver resection) was completed between 2020 and 2022. Ligasure or a competitor product was used for parenchymal dissection. Ligasure was also used to shear small liver branches and veins. A competitor clip was used for larger vessels. One of the patients had a blood loss of 890 ml and another patient had a blood loss of 286 ml during the procedure. No transfusion nor surgical intervention was required.

Manufacturer narrative:
Laparoscopic liver resection with retroperitoneoscopy for the treatment of right dorsal liver tumors (with video), shuntaro hirose · daisuke ban · yoshiyuki matsui · takahiro mizui · akinori miyata · satoshi nara · minoru esaki, surgery today (2025) 55:723¿726, ht tps://doi.org/10.1007/s00595-024-02950-7, published online: 4 november 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.